Event description:
Caller reported that insulin gauge displayed an amount different than expected, with the pump showing a static fill estimate despite insulin being delivered. The fill estimate was reported as 85 units. There was no adverse impact to the customer's blood glucose level. Customer continued to use the existing cartridge.